Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2019-may-01 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was spinal pain. It was reported that the patient came in for a refill and the pump was flipped. The event date was unknown. It was noted that the patient had loose skin on the abdomen and was to wear a binder but didn't, and this may have led or contributed to the issue. No diagnostics or troubleshooting were performed and no actions were taken to resolve the issue at the time of report. The issue was unresolved. Surgical intervention was planned but had not been scheduled. No symptoms were reported and the patient's status was alive - no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that surgery was performed to flip the pump back. It was noted that once the pocket was opened the catheter was observed to be coiled around the pump and fractured. A new catheter was implanted. No further complications have been reported.